Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. Location of detachment was between the skin and the tape. Insertion site location was upper leg. No further information available.